Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 11/14/2018. Device returned to manufacturer: yes. Device evaluation: the product was received in a plastic sample container filled with liquid, which is kept in a plastic bag. A visual inspection with unaided eye showed that lens was returned in one (1) piece. Further inspection using 12x magnification revealed serration on the edges of the optic as well as scratched edges on the haptic. The cause of observed issues could not be determined. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis toric intraocular lens (model zct300, +20.5 diopter) was explanted from patient¿s operative eye because of patient experiencing blurry and double vision. There was no vitrectomy, no sutures and no incision enlargement performed. Reportedly lens with model aab00, +18.5 diopter was used as replacement for the patient. Patient had no issues and no problems post operatively. No further information provided.